Manufacturer narrative:
No info provided in the initial report. Add'l info has been requested. The lot number was not provided and without the lot number the date of manufacture cannot be determined. Investigation is in process. No conclusions can be drawn at this time.

Event description:
(B) (6) pt with left slipped capital femoral epiphysis (scfe) mild had percutaneous screw fixation on (B) (6) 2009. Pt recovered post op, but x-rays on (B) (6) 2010 showed a broken 7.3 mm cannulated screw and progression of scfe. Pt was revised with two new screws and the shaft of the broken screw was removed. The threaded portion of the screw remains in the pt.